Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call ; customer have not had any medical intervention or symptoms since the last call. Customer received the replacement but want the meter to be replaced again. Customer didn't like the blood glucose results from the meter.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 89 mg/dl and from meter to meter comparison test results of 106 mg/dl using truemetrix meter and 199 mg/dl using another device. The customer's expected fasting blood glucose test result range is 80 - 140 mg/dl. Customer has only used the truemetrix meter three times. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).